Event description:
Orig. Surg. In 1988. Low activity. Allegedly femoral component fractured along the lateral condyle and the tibial insert was worn. Dr. Wants to analyze the femoral component to decide if it was a fatigue fracture or defect. Also, how much tibia insert was lost from the original 16mm. Femur had osteolysis and was loose resulting in pain for the pt.